Event description:
It was reported that during implant attempt, both leads experienced positioning/fixation difficulty apparently due to patient anatomy. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; the analyst noted that the guide tooth looked bent; full lead returned and analyzed. (B) (4): no anomalies found; full lead returned and analyzed.